Manufacturer narrative:
This supplemental report is being submitted to additional information. The subject device in this report has not been returned to omsc for evaluation. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However there was the possibility that the "inside of the light guide lens is dirty " was attributed to as follows, - physical stress, - chemical stress, - storage environment (direct sunlight, high temperature, high humidity, environment exposed to x-rays / ultraviolet rays, etc.), - aged deterioration, etc.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the bending section of the subject device was leaked. In the evaluation of olympus (B)(4) the following was confirmed, insulation resistance value is out of standards due to the insertion tube pin-hole. Leakage on the insertion tube pin-hole. Crease on the insertion tube. Up/down angulation control knob of angulation is out of standards due to the worn angle wire. The control section is deformed. Pin-hole on the remote switch 1. The light guide lens is broken. Inside of light guide lens is dirty. The electrical connector is corrosion. Resolution is abnormal due to the ccd unit failure. The objective lens is abnormal. Gap on the bending section rubber adhesive. Leakage on the bending section pin-hole. The user facility did not provide other detailed information. There was no report of patient injury associated with the event.